Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damage. The helix was noted fully extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix could be retracted and extended. The reported events of failure to capture, undersensing and low pacing lead impedance were not confirmed but helix difficult to rotate was confirmed. The cause of helix difficult to rotate was isolated to the inner coil and distal coupling being clogged with blood and over-torque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular (rv) lead had become damaged. The rv lead was explanted to resolve the event.

Event description:
Additional information received indicated during an in clinic follow-up, a loss of capture, undersensing, and low pacing impedance were observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead experienced difficulty extending and retracting. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5, d6, d7, e1, h6. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.